Manufacturer narrative:
Per customer, the sample was poured into an insert cup and appeared to be a short sample. In addition, the customer suspected bubble was present at the bottom of the cup. Service was not requested as this was a sample specific event. Root cause appears to be a short sample associated with a possible bubble in the cup when the sample was poured manually from a primary tube to an insert cup.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous low glucose (glum) results on one patient sample generated by the unicel dxc 600 pro synchron chemistry analyzer. The erroneous result was not reported out of the laboratory. The sample was repeated on the same unit and higher results were obtained, which better matched the patient's diagnosis of diabetic ketoacidosis. Patient treatment was not impacted as the sample was rerun and verified prior to reporting the result.